Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient arrived to cvicu with dopamine tubing attached to extension tubing, wired together with 0.9%ns. Dopamine was never initiated, roller clamp was in down position, blocking off the IV tubing. The IV tubing was removed from the chamber to administer another medication. However the dopamine tubing remained connected to the extension tubing with the normal saline infusing. Patient experienced a change in heart rate and was not able to move left side. It was found that the dopamine bag was almost empty of its contents, in spite of the roller clamp being in locked position, it was noted however that the latch for inside the pump chamber was unlocked".

Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.